Event description:
The customer reported being at the emergency room due to vomiting and high blood glucose. The customer's blood glucose reading at time of call was 364 mg/dl. Troubleshooting was performed. The programming, time and date were correct. Reviewed the alarm history and found several error alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.